Manufacturer narrative:
The investigation for the reported access site bleed, vascular damage, and limb ischemia has been completed. The impella device was not returned for evaluation. Clinical details were not sufficient to determine the root cause. Therefore the root cause of the reported issues could not be determined. H6 type of investigation, corrected from 4115 to 4114. H6 health effect, corrected from 2199 to 4650.

Event description:
A literature study entitled 'utilization of axillary artery as access for mechanical circulatory support in cardiogenic shock patients with severe occlusive peripheral arterial disease" monitored 48 patients over two years who were implanted with a mechanical circulatory device. During the support period, an unspecified number of patients on impella rp support experienced conditions including limb ischemia, hematomas and axillary dissection.

Manufacturer narrative:
A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ impella rp smart assist system with automated impella controller section: contraindications (united states) ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿ citation: kaki, a., alraies, m. C., blank, n., shemesh, a., kajy, m., laktineh, a., hasan, r., gade, c., elder, m., & schreiber, t. (2018). Tct-757 axillary artery access for mechanical circulatory support devices in patients with prohibitive peripheral arterial disease presenting with cardiogenic shock. Journal of the american college of cardiology, 72(13). Https://doi.org/10.1016/j.jacc.2018.08.1983.